Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, undersensing and the atrial lead position check failed. It was further reported that the ra lead exhibited far field r-wave (ffrw) over-sensing and was reprogrammed. It was also reported that the right ventricular (rv) lead exhibited short v-v intervals. The ra and rv leads remain in use. It was also reported that the implantable pulse generator (ipg) exhibited potentially false detection of ventricular tachycardia (vt) episodes and false successful conversion of anti-tachycardia pacing (atp). The ipg remains in use. No patient complications have been reported as a result of this event.